Manufacturer narrative:
Implant date: only year is valid. X-ray review results: post-op x-rays for thoracolumbar hook and pedicle screw construct for adolescent idiopathic scoliosis are received. These are of the construct only. Starting films for evaluation of the deformity correction are not available. The rods are fractured proximal to the upper thoracic hooks. A good degree of kyphosis is present with thoracic spine. Fusion status is unknown. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with adolescent idiopathic scoliosis; and underwent deformity correction surgery at t3-l2. This was a revision surgery after rod breakage at halfway construct. Tapered rod was used in this surgery. On an unknown date, post-op, breakage of tapered rods was reported on both sides, distal to placement of hooks. Pain and increasing deformity/kyphosis was reported due to rod breakage. Solid fusion was not achieved and there was progressive development of kyphosis in high thoracic spine. Hence, a second revision surgery was performed on the patient, in which broken rods were replaced. At left side of the patient, broken rod was replaced with cobalt-chromium 6mm rod. At right side, broken rod was replaced with cobalt-chromium and titanium 6mm rod. No fragment of the broken rods remained inside the patient.

Manufacturer narrative:
Product analysis: microscopic examination reveals some secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed convex striations and ratchet marks consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.